Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are having a problem with their stimulator device and are trying to figure out what they need to do. Patient stated they are seeing the poor communication screen on their programmer. Patient was getting the poor communication screen with and without the antenna attached. Asked patient if the ins was charged, patient said that could be the issue. The issue was not resolved through troubleshooting. The patient will charge ins and call back tomorrow if needed. Patient did not have the recharger available at the time of the call. Additional information was received from the patient on (B)(6) 2025. They reported that they are not able to connect the recharger to the implant. Patient reported they last successfully charged the implant in november. Reviewed recharging best practices. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have called in before because the communicator was not connecting to the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.